Event description:
The device had volume fluctuations and was losing pressure. The co service technician (st) verified the loss of pressure and low volumes. The st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.